Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, pseudoaneurysm occurred in the right femoral artery. Eight days following the valve implant, angioplasty was performed to treat the pseudoaneurysm. No additional adverse patient effects were reported.